Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had no power and the device went to a black screen. A field service engineer enabled remote support services for or7, confirmed remote access and called a technical support specialist to check the reason behind the stopping of the download and why it went offline intermittently and also, the technical support specialist sent the logs confirming it as a network issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system went to a black screen and there was no power to the device. The malfunction occurred when a user tried to dispense medication to the patients without causing any delay to the patient's care. There were no adverse events or injuries reported based on this event.